Event description:
It was reported by service report that the fowler weld was broken with sharp edges. The fowler would not raise or lower. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Results - fowler weld.